Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found in the system from this patient regarding the fmc cassette product been delivered. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and device history record (DHR) review was not performed since the lot number is unknown and no information was found in the system, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
On (B)(6) 2023 fresenius was notified that this peritoneal dialysis (pd) patient was diagnosed with an infection. Additional information was provided stating that the patient went to the emergency room (ER) and was diagnosed with covid and peritonitis. The patient was released from the ER and returned later in the week. Culture results were obtained and were positive for yeast in the patient¿s pd catheter (not a fresenius product). The patient¿s status was not well, and the patient remained in the ER. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with covid on an unknown date. The patient initially went to the ER on (B)(6) 2023 due to not feeling well (symptoms not specified). The patient was diagnosed with peritonitis in the ER. Pd effluent cultures were obtained. The patient was initiated on intraperitoneal (ip) antibiotics (drug, route, dose, frequency, and duration unknown) and sent home. The culture results were positive for bacterial peritonitis (organism and species unknown as no culture results were available from the hospital). On (B)(6) 2023 the patient¿s condition worsened (unspecified), and he returned to the ER. It was not specified if the symptoms were related to the patient¿s peritonitis or covid diagnoses. Additional cultures were obtained from the pd effluent. The culture results were positive for fungal peritonitis (no organism or species was available). No cause of the peritonitis event was confirmed for the initial result of bacterial peritonitis as the organism and species was unknown to the clinic. The cause of the fungal results was also unknown as the patient was taking the prescribed course of antibiotics at the time. The patient was informed that the pd catheter (not a fresenius product) would have to be removed and the patient would require transitioning to hemodialysis. The patient¿s health status at the time was poor because of covid. The patient¿s family decided to withdraw the patient from dialysis and place him in hospice. The patient entered hospice on 24/oct/2023 and did not complete any further dialysis treatments. The patient expired either on (B)(6) 2023 or (B)(6) 2023. The pdrn could not confirm the exact date. No additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Temporal relationship between peritonitis, subsequent hospitalization and death and use of the liberty select cycler with liberty cycler set. There is no documentation in the file to show a causal relationship between the peritonitis event, patient death and use of the liberty select cycler with cycler set. The patient was found to have bacterial and fungal peritonitis and was informed that the pd catheter would require removal with transition to hemodialysis. Removal of the pd catheter with fungal peritonitis is recommended by the international society for peritoneal dialysis. Antibiotic use is a risk for fungal peritonitis. This patient was already taking antibiotics for peritonitis which initially grew a bacterial organism. Cause of the patient¿s peritonitis is unknown, all dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in renal failure, because dialysis techniques increase the potential of microbial contamination. This patients health deteriorated due to a concurrent diagnosis of covid. It was determined to withdraw the patient from dialysis and place in hospice rather than remove the catheter and transition to hd therapy. Patient expired 4-5 days after dialysis withdrawal. Pd patients diagnosed with covid have challenges that hinder their ability to properly perform dialysis. In a study, a functional decline during covid-19 was prevalent among pd patients and associated with a higher risk of dying within 28 days after covid-19. Based on the available information, no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The patient¿s decline in health due to the covid diagnosis determined the decision to withdraw from dialysis which resulted in the patient death.

Event description:
On (B)(6) 2023 fresenius was notified that this peritoneal dialysis (pd) patient was diagnosed with an infection. Additional information was provided stating that the patient went to the emergency room (ER) and was diagnosed with covid and peritonitis. The patient was released from the ER and returned later in the week. Culture results were obtained and were positive for yeast in the patient¿s pd catheter (not a fresenius product). The patient¿s status was not well, and the patient remained in the ER. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with covid on an unknown date. The patient initially went to the ER on (B)(6) 2023 due to not feeling well (symptoms not specified). The patient was diagnosed with peritonitis in the ER. Pd effluent cultures were obtained. The patient was initiated on intraperitoneal (ip) antibiotics (drug, route, dose, frequency, and duration unknown) and sent home. The culture results were positive for bacterial peritonitis (organism and species unknown as no culture results were available from the hospital). On (B)(6) 2023 the patient¿s condition worsened (unspecified), and he returned to the ER. It was not specified if the symptoms were related to the patient¿s peritonitis or covid diagnoses. Additional cultures were obtained from the pd effluent. The culture results were positive for fungal peritonitis (no organism or species was available). No cause of the peritonitis event was confirmed for the initial result of bacterial peritonitis as the organism and species was unknown to the clinic. The cause of the fungal results was also unknown as the patient was taking the prescribed course of antibiotics at the time. The patient was informed that the pd catheter (not a fresenius product) would have to be removed and the patient would require transitioning to hemodialysis. The patient¿s health status at the time was poor because of covid. The patient¿s family decided to withdraw the patient from dialysis and place him in hospice. The patient entered hospice on (B)(6) 2023 and did not complete any further dialysis treatments. The patient expired either on (B)(6) 2023. The pdrn could not confirm the exact date. No additional information was available.